Manufacturer narrative:
MFR's investigation: the lot number recorded on the medsun report was incorrect. The MFR database/record review identify lot# 2656387 as the correct lot number. A review of the mfg lot build database for lot# 2656387 (mfg date 03/2013) shows (B)(4) units were mfg, tested, inspected and released. Although the involved tego connector devices were not returned for analysis and confirmation, there have been previous investigations of misc. Tego component damages. Although not always repeatable, those investigations replicated tego component damages when technique/usage employed off center insertion of a mating device combined with over-tightening and/or unintended force while attaching /detaching the device. Add'l investigations also found similar damages when non-compatible mating/access devices that fail to meet the iso standard 594/2 are used. Since there is a thread stop on the tego housing, it is likely that the access port component damage was caused by an off center insertion. Add'l investigation: a review of the current molding, assembly processes and applicable tooling and equipment have also been conducted to determine if any fixtures, equipment or material handling conditions could potentially contribute to seal/slit damage. The results did not identify any in-process contributing factors. ICU medicals continuous improvement initiatives and engineering team resources have implemented heightened inspection of the applicable mfg processes and continue to monitor for any potential contributing factors. Conclusion: the involved tego device was not returned for analysis and confirmation. The exact cause(s) of the reported product issue remains unk.

Event description:
Medsun report rec'd concerning device component damages with use of d1000 tego connectors. The report states "the "tego" cap on the pt's femoral shiley catheter was found defective in the morning. A second cap was also found defective in the afternoon. The access port appeared caved in and non functioning." There were no reported adverse pt consequences. Although requested, no add'l incident info or status/access to the involved tego connector devices and mating devices were provided to the MFR.